Event description:
The alarms are not heard as the speaker is faulty. Location: management and therapy of the patient in respiratory failure - utir.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported the alarms are not heard as the speaker is faulty. The device was in use on a patient. There was no report of patient or user harm.